Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable investigation result of balloon pinhole in an unknown anatomy location. Block h11: investigation results the returned cre rx dilatation balloon was analyzed, and a visual inspection found no damage to the device. Functional inspection was performed, and the balloon was inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon, located approximately at 48 mm from the tip of the device. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon had a pinhole located approximately at 48mm from the tip of the device causing the balloon not to inflate. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or prior to the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, the balloon did not inflate. The procedure was completed with another cre rx dilatation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon pinhole and the anatomy location and procedure type are unknown and may have occurred in the esophagus. Please see block h11 for full investigation details.